Manufacturer narrative:
The device and pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the data file showed that only the first analysis was shock advised based on the waveforms' qrs variability and low amplitude. It should be noted that an AED is not meant to be used on patients that have a pulse, it is however, not possible to determine if the patient had an identifiable pulse in this case based solely on a data file review. The AED plus worked as designed and within the limitations of technology available. The device was recertified and returned to the customer. The pads were received opened and appeared used. The pads were connected to a test device and the device successfully provided CPR feedback, analyzed a shockable rhythm, prompted to press the shock button, and delivered a shock. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The device subsequently administered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.